Event description:
Unomedical reference number (B)(4). Event occurred in the united states. Patient reported that infusion set fell off during use. Issue occured in one set on 11 may 2024. Infusion set was in use for 2 days. Blood glucose level of patient was 180 mg/dl. No further information was available.